Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that dislodgement and stent damage occurred. The 90% stenosed target lesion was located in the seriously calcified middle to proximal left anterior descending artery. A 3.50x20mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and removed the stent. The stent was re-advanced with the support of guidezilla guide extension catheter but the device was dislodge and out of shape. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element, mr, ous 3.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent was damaged the whole length and had moved proximally on the balloon. The maximum crimped stent profile at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal edge of the tip. Tip damage most likely occurred when the tip was pushed against the lesion. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that dislodgement and stent damage occurred. The 90% stenosed target lesion was located in the seriously calcified middle to proximal left anterior descending artery. A 3.50x20mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and removed the stent. The stent was re-advanced with the support of guidezilla guide extension catheter but the device was dislodge and out of shape. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.